Manufacturer narrative:
Investigation summary - the complaint investigation for discrepant results with the bd pcr cartridges (ref. (B)(4)) lot 4093507 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer reported suspecting false positive results when using the bd pcr cartridges lot 4093507. The review of manufacturing records of bd max cartridges indicated that lot 4093507 was manufactured according to specifications and met performance requirements. Customer runs 656, 661, 664, 667 and 668, and database from instrument (B)(6) for investigation. No detail was obtained about which samples were suspected to be false positive, so manual pcr curve adjudication was conducted across all positive samples found in the runs provided were investigated. Those positive results were obtained using various assays (bd max enteric viral panel, bd max cdiff, bd max cpo and bd max enteric bacterial panel). None of the positive results analyzed suggested unusual curves or anomaly. Positive results were expected in such cases. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant on false positive results on bd pcr cartridges lot 4093507. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd pcr cartridge on bd max system, a false positive result was obtained. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: njr. E1: initial reporter phone number: (B)(6). E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge on bd max system, a false positive result was obtained. There was no report of patient impact.